Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by cardinal health, a 10 pack of patties, when opened, contained 9. Per affiliate; please supply the lot number of the described device - c36836. Did this event occur intra-operatively? No. Did the reported event cause any delays in the procedure or surgery over 30 minutes? Just opened new pack. What action was taken to resolve the issue? Opened new pack. Were there any adverse consequences to the patient? None. Please verify if the device is being returned for evaluation. Yes.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to 'count' the number of patties on the card. The system is very robust at finding any missing patties. Therefore, the most probable root cause lies in operator error, this however could not be determined. Automated pattie operators are trained not to rework any product to eliminate this risk of miscounts. A tcr was opened to retrain and communicate this complaint to our operators that had worked on the lots in question. Another potential location could be at the packaging step, since operators will rewrap loose strings before packaging the product. Patties can become loose when the operators are handling the cards during packaging. Ilc was opened to retrain and communicate this complaint to our operators that had worked on the lots in question. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.